Event description:
It was reported that pump displayed malfunction code 12, with no notable events occurring before the issue and no indication that the customer¿s blood glucose level exceeded normal limits. There was no adverse impact to the customer¿s blood glucose level. Customer technical support provided pump reset information and assisted customer with resetting pump, and no additional information was received regarding the outcome of the event.